Manufacturer narrative:
Discussed proper fiducial placement with surgeon. Switched out cameras.

Event description:
A surgeon reported that during a cranial procedure, the accuracy was off. When touching to a fiducial, which was placed behind the pt's left ear, it showed them to be on top of the head. It was stated that all fiducials, with the exception of one, were all concentrated in one area. It was explained to the surgeon that a re-registration would be necessary to improve accuracy. He decided to abort the use of the stealthstation for the case. There was no impact on pt outcome.